Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The procedure was performed on unknown date. According to the complainant, on (B)(6) 2017, the pump gave a high pressure alarm and the jejunal tube was not flushable because it was occluded. The clamps were not closed and there was no kink in the tube. Reportedly, there was always a regular high pressure alarm from the pump and the alarm mostly occurred during night time affecting the patient's sleep. The pump was working fine most of the time during day time. On (B)(6) 2017 the peg/j tubes were replaced with non-bsc tubes. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on april 21, 2017. The jejunal tube was noted to be occluded on (B)(6) 2017. There were no patient complications reported as a result of this event. Additional information received on april 28, 2017. The initial placement of the jejunal tube was in (B)(6) 2013.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The procedure was performed on unknown date. According to the complainant, on (B)(6) 2017, the pump gave a high pressure alarm and the jejunal tube was not flushable because it was occluded. The clamps were not closed and there was no kink in the tube. Reportedly, there was always a regular high pressure alarm from the pump and the alarm mostly occurred during night time affecting the patient's sleep. The pump was working fine most of the time during day time. On (B)(6) 2017 the peg/j tubes were replaced with non-bsc tubes. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on april 21, 2017. The jejunal tube was noted to be occluded on (B)(6) 2017. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The procedure was performed on unknown date. According to the complainant, on (B)(6) 2017, the pump gave a high pressure alarm and the jejunal tube was not flushable because it was occluded. The clamps were not closed and there was no kink in the tube. Reportedly, there was always a regular high pressure alarm from the pump and the alarm mostly occurred during night time affecting the patient's sleep. The pump was working fine most of the time during day time. On (B)(6) 2017 the peg/j tubes were replaced with non-bsc tubes. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.